Event description:
Report received of approximately 10 undocumented incidents of tubing "ruptures" when in use with a power injector. It was reported that adult patients were undergoing chest angiography to rule out a pulmonary embolism. The power injector tubing was connected to the patient's peripheral extension set, and was set to inject 120-150ml of omnipaque 300 at 3.5ml/second. The maximum pressure limit is 300psi. At some point after the start of the injection, it was reported that the extension sets "ruptured". It was reported that if the rupture "occurs early, little contrast is injected and they start over. If the rupture occurs late, most contrast has been injected and the study is usually of acceptable diagnostic quality. When it ruptures in the middle of the study, they do not reinject, and the amount successfully injected is not a sufficient quantity, so the study is cancelled for the day." Bleed back with blood loss was reported, but amount was unspecified and had no consequence to any patient. There were no reported adverse patient effects or delays in critical therapy.